Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leak at past second o ring as well as insulin pump had received that the wishes there was less button presses. Customer¿s blood glucose level was unknown. Customer states there was not an air bubble in the reservoir. Customer reported that it was damaged from box. Customer stated that when he rewinds he had to click buttons so many times and he did not understand. The reservoir will be returned for analysis and insulin pump will not be returned for analysis.